Event description:
It was reported that the pump was showing error code 41786 upon startup, and needed a software upgrade. Per reporter, this is a brand-new pump. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log found evidence of error code 41786. The cause of the issue was found to be that the coin battery was low on charge. The coin battery was changed for 72 hours and software was updated and the pump passed all testing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.